Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during advancement of the 2.75x28 mm xience xpedition stent delivery system (sds) in the guide catheter, the stent dislodged from the sds, but the dislodged stent remained inside the guide catheter. The guide catheter was removed with the stent inside. Another same sized xience xpedition sds was used to complete the procedure in the predilated, moderately calcified mid left circumflex coronary artery. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the stent was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.